Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h11. Correction field: h1. UDI could not be completed as the lot and serial numbers are unknown.

Event description:
It was reported through a direct call from the customer to the emergency support program that miranda, an ICU rn,required assistance the complaint with an unable to calibrate fiber-optic sensor message displayed on cardiosave intra-aortic balloon pump (iabp). She reported she was unaware when the message began, however she did not recall seeing it at shift change (approximately 2 hours prior to calling the 1-800 clinical line). A screenshot of the iabp monitor revealed appropriate waveforms and blood pressure indices- 85/57 (map 74) using the fo cable as the ap source. Patient is not on any other devices or any titratable IV medications. She reported the map had been consistently in the 70s. Esp team instructed miranda to invoke a calibration which did not resolve the message and recommended removing the fo cable and switching to the transducer for the ap source. Miranda zeroed the arterial pressure without difficulty. The screenshot revealed appropriate waveforms and blood pressure indices. I recommended using the transducer for the arterial waveform. No patient harm or injury reported. At 5:40pm: miranda followed up with esp team and stated the patient¿s family made the decision to make the patient comfort care, and the patient had expired.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, e1 (initial reporter), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field: g2. No decon or visual inspection performed since product was not returned and could not be evaluated. An ICU nurse reported an ¿unable to calibrate fiber-optic sensor¿ message on the iabp. The issue was noticed approximately two hours after shift change. Initial troubleshooting confirmed appropriate waveforms and blood pressure readings via the fiber-optic cable. Calibration attempts failed, so the arterial pressure source was switched to a transducer, which worked correctly. No patient harm occurred. Product surveillance data could not be collected due to patient care priorities. Later follow-up revealed the patient had expired, and the pump and catheter were not retained, preventing retrieval of serial numbers or further investigation. Based on the description, the esp representative confirmed a likely fiber-optic sensor malfunction; however, the exact root cause cannot be determined since the product was not returned for evaluation. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. Each iab manufactured is 100% inspected and the controls put in place during the manufacturing of the iab would catch a defect and not allow non-conforming device to be released. The trend review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.